Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a button error alarm and the keypad was unresponsive. The customer confirmed that the device may have been exposed to sweat. Blood glucose level at the time of the incident was not provided, but customer confirmed that her levels had been high. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No button error alarms noted. The pump had no button response due to corroded keypad traces. No frozen screen was noted. No moisture damage noted on the electronics or motor. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.